Event description:
The manufacturer received a voluntary medwatch (mw5102835) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an asthma attack. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged and caused a patient to develop an asthma attack,cough, sinus infection related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. An secondary findings potential dark keratin particles were found on the blower box outlet port. There is no evidence of sound abatement foam degradation or breakdown. Potential dark keratin particles were found on the blower box outlet port. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has evidence of sound abatement foam degradation/breakdown was not observed in the base unit.